Event description:
It was reported the patient experienced his right lead 'shorting out," and a test was performed to determine the shorted state. It was noted that the patient was 'losing his balance' since implant, which did not happen before implant. The patient reportedly was 'falling and tripping and losing his balance a lot.' It was stated that 'the wire was skimmed when it was implanted and had been a problem since' and that the patient's 'left arm was shaking still.' It was further stated that the patient 'recently fell and broke his ankle' and that he 'fell and hurt his wrist' the day of report. The patient reportedly 'could not work until he had a lead surgery' and that he wanted to have the lead replaced. It was indicated that the physician told the patient that 'the issue could be fixed.' It was noted the patient's therapy was 'working well" on the right side of his body. A supplemental report will be sent if any additional information is received.

Event description:
Additional review reported that the device was "not firing right."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).